Event description:
Wallflex colonic stent placed for palliation of malignant colonic obstruction due to metastatic ovarian cancer in '08 present with peritonitis about 6 weeks post procedure. Laparotomy next morning leading to stent found to have eroded through the wall of the sigmoid/descending colon at the proximal edge of the stent, perforating colon, causing peritonitis. Stent was removed, perforation repaired and patient given colostomy. Patient remains intubated in ICU. A series of similar complications were recently published in endoscopy, march 2008; 40:184-191.a second wallfex colonic placed at rectosigmoid in 2008. An ultraflex colonic stent placed reclosing six weeks later (not to proximal).